Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H6- health effect- clinical code: 4581- unspecified retinal issue. H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated with low vault and unspecified retinal problems. The lens was repositioned. Reportedly, "pt had retinal problems, had a lens rotation, but lens won't stay in place-dr. (B)(6) wants to replace it with a larger width at the exact axis- no more than 5 degree rotation". Lens remains implanted.

Manufacturer narrative:
Additonal information: b5- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated with low vault and unspecified retinal problems. Reportedly, "pt had retinal problems, had a lens rotation, but lens won't stay in place". The lens was repositioned but that did not resolve the problem. In a separate surgery the lens was exchanged with the same model, longer length and the problem was resolved. H6- health effect - impact code (f): "4629" should be added. Claim# (B)(4).